Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported failure to complete the boot-up process was the digital pcb assembly; however, further component level cause could not be determined. The customer was provided with a replacement device. (B)(4).

Event description:
The customer contacted physio-control to report that their device had a service wrench icon present on its readiness indicator. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio observed that it could not complete the boot-up process. As a result, defibrillation may not be possible if it were necessary.